Manufacturer narrative:
Additional information: section b3, d6b, h6. The recipient's device was explanted. The recipient was re-implanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing decreased performance. A review of the test data indicated impedance issues. The recipient presented with sound quality issues. Programming adjustments were made and improvement was noted. Revision surgery is scheduled.